Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the (B)(6) 2018. Upon receipt, the device would not power on correctly and all instructional leds became constantly illuminated when the on/off button was pressed, as per the reported complaint. Furthermore, the device could not be accessed via saverevo and the memory logs could not be downloaded. Further investigation revealed the microprocessor had failed. The faults could not be replicated with a new microprocessor installed. This would confirm a failure of the original microprocessor. The device was subject to hdf-3500 final unit test (h045-014-004) on the (B)(6) 2018 ¿ during this testing, no fault was found on the unit. This would therefore indicate the component had failed after this date. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
"All the led turns on at the time of an inspection start. There was no patient involved in this event.